Event description:
The secondary infusion of zosyn (100 ml) was started at 14:00 pm and expected to infuse over 4 hours at 25 ml/hr. A hanger was used to lower the primary infusion bag. After the dose completed and the bag emptied, the primary infusion was restarted. The nurse later found the primary kvo fluid flush had moved up the secondary line, entered the bag and went into the vial. No patient harm was reported. After the infusion there was minimal volume in vial, later large amounts fluid (20-30 ml) in the vial as denoted by the black line added to the vial. Prior to the infusion the user mixed the secondary zosyn dose from a premeasured admixture system containing a powdered vial with 100 ml of the diluent in the mini-bag at the bedside. This occurred at 11 am and at 2 pm. This is the file for the second event.

Manufacturer narrative:
500 ml baxter bag lot v19a24d exp jul20 0.9% sodium chloride injection;100 ml baxter bag lotp389387 exp feb 20 0.9% sodium chloride injection; 250 ml baxter bag lot y29883 exp sep20 0.9% sodium chloride injection. The customer¿s report of a backflow was not confirmed. Functional testing of priming and infusion testing did not replicate any instances of backflow. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The set was loaded into a lab pump module for an infusion test. The secondary set was setup higher than the primary set with the proper head height as per dfu. The secondary infusion was programmed at a rate of 25ml/hr and vtbi 100ml to be run over 4 hours as the customer stated. The primary infusion was programmed at a rate of 125ml/hr and vtbi 125ml. Both infusions completed with no alarms occurring and no back flow observed. The set was then pressure tested while submerged underwater. Air pressure was incrementally increased from 5 psi to 30 psi. There were no signs of leaking anywhere on the returned set while the tubing was manipulated at each engagement. The root cause of the customer¿s report could not be identified.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the product be received for evaluation. The files for both events on this patient are: (B)(4) kvo infused into piggyback drug vial (1100 dose); (B)(4) kvo infused into piggyback drug vial (1400 dose).

Event description:
The secondary infusion of zosyn (100 ml) was started at 14:00 pm and expected to infuse over 4 hours at 25 ml/hr. A hanger was used to lower the primary infusion bag. After the dose completed and the bag emptied, the primary infusion was restarted. The nurse later found the primary kvo fluid flush had moved up the secondary line, entered the bag and went into the vial. No patient harm was reported. After the infusion there was minimal volume in vial, later large amounts fluid (20-30 ml) in the vial as denoted by the black line added to the vial. Prior to the infusion the user mixed the secondary zosyn dose from a pre-measured admixture system containing a powdered vial with 100 ml of the diluent in the mini-bag at the bedside. This occurred at 11 am and at 2 pm. This is the file for the second event.